Manufacturer narrative:
Claim #: (B)(4).

Event description:
An article from jcrs was received on (B)(6) 2020 that sited a study titled "long-term assessment of crystalline lens transparency in eyes implanted with a central-hole phakic collamer lens developing low postoperative vault". The study found out of 24 eyes, 1 eye had developed anterior subcapsular opacities. The patient had a 12.6mm implantable collamer lens, -11.5 diopter implanted in her left eye (os). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.